Event description:
As reported by the (B)(4) study, a patient experienced a dissection on the unprotected distal left main coronary artery (lmca) during the index procedure. The indication for the procedure was stable angina pectoris. The lmca was described as de novo, 10mm in length, moderately tortuosity and with 50% stenosis. The reference vessel was 3.0 in diameter. A 3.0 x 13mm cypher rx stent was implanted at 20atm by direct stenting. The lesion was post dilated with a 3.0 x 13mm balloon at 20atm due to insufficient flow and with 0% residual stenosis. It was reported that there was an edge dissection. A 3.0 x 13mm cypher rx overlap stent was implanted at 18atm to the proximal left anterior descending artery (lad), distal from the initial stent to treat the dissection. The stent was post dilated per standard procedure with a 3.0 x 13mm balloon at 18atm. The patient was discharged with no further complications the next day. According to the investigator, the dissection was possibly related to the index procedure and possibly related to the cypher stent.

Manufacturer narrative:
Concomitant medications included oscal, advair, zantac, aspirin, zestril, creston singulair, clopidogrel and reclast. Integrilin and lovenox were given intra-procedure. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The coronary artery dissection occurred after the first stent implant. It was reported that the localized dissection occurred at the edge of the initial stent. No other cordis devices were used during the procedure. The patient did not experience any other adverse events relating to the dissection. Complaint conclusion: as reported by the cypress study, a patient experienced a dissection on the unprotected distal left main coronary artery (lmca) during the index procedure and hypoperfusion. This is a (B)(6) female with medical history including angina, CABG ((B)(6) 2008), revascularization ((B)(6) 2008),family history of coronary artery disease, hyperlipidemia, copd, back pain, asthma, osteoporosis, gastroesophageal reflux disease and allergic to penicillin, codeine, iodine, and contrast dye. The indication for the procedure was stable angina pectoris. The lmca was described as de novo, 10mm in length, moderately tortuosity and with 50% stenosis. The reference vessel was 3.0 in diameter. A 3.0 x 13mm cypher rx stent was implanted at 20atm by direct stenting. Post stent implantation, an edge dissection was noted. The lesion was post dilated with a 3.0 x 13mm balloon at 20atm due to insufficient flow from the dissection. A 3.0 x 13mm cypher rx overlap stent was implanted at 18atm to the proximal left anterior descending artery (lad), distal from the initial stent to treat the dissection. The second stent was post dilated per standard procedure with a 3.0 x 13mm balloon at 18atm. The patient was discharged with no further complications the next day. According to the investigator, the dissection was possibly related to the index procedure and possibly related to the cypher stent. The cypher stent remains implanted thus unavailable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural, vessel and lesion factors may have contributed to the reported events.